Event description:
Explant-stenosis. A pt underwent ross procedure in 1996 with pulmonary homograft implant. According to the operative report of 1998, the pt has had increasing aortic valve insufficiency since the ross procedure and severe pulmonary stenosis in the homograft conduit. In 1998 the pt was returned to the surgical suite for aortic valve replacement with #25 st. Jude aortic valve. Pt also rec'd a pulmonary homograft measuring 26 mm in diameter. The operative report states "the pulmonary valve itself was nice and thin and filmy. The major portion of the stenosis was just proximal to the valve and in the mid portion of the homograft." Stenosis of allograft conduit was altributed to technical problems at original 1996 pulmonary implant due to tension resulting from too short a conduit length.